Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the physician implanted the implantable cardioverter defibrillator (ICD) a sterile sleeve was used to test all connections. It was noted immediately that the ventricular fibrillation (vf) and fast ventricular tachycardia (fvt) detection zones were programmed on. It was also noted that the battery voltage was low at 2.86v. The device was not used and another ICD was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.